Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max). During the procedure, while using the 3max with a penumbra system ace 64 reperfusion catheter (ace 64) to access the mca, the physician experienced resistance and subsequently, the 3max became kinked and was stuck inside the ace 64. For a minute, the physician was unable to remove the kinked 3max. However, after a minute, the physician was able to remove the 3max from the patient. The procedure was then completed using just the ace 64 to remove the clot. There was no report of an adverse effect to the patient.